Manufacturer narrative:
A ge service rep performed an on site investigation. Although the failure could not be duplicated it was found that the temperature sensor was defective and was replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9600+'s display went blank and a noise was heard from the x-ray tube. There was no adverse pt involvement reported. There was no pt info reported.